Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their arm while wearing the device longer than 48 hours. The patient reported the infusion site to have irritation, swelling, and a lump under the skin the size of a lime. The patient was taken to a clinic on (B)(6) 2026, was diagnosed with cellulitis and discharged the same day. It was mentioned the affected area was from their armpit to their elbow. The patient was treated with a prescribed cream. No blood glucose levels were mentioned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.